Event description:
A surgeon reported a pt experiencing stains in vision and headaches approx four yrs after intraocular lens (iol) implant surgery. The pt was also experiencing difficulty calculating the distance of objects (cars). The surgeon reported that in 2008, he had observed a reduction in the thickness of the iol. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested.